Event description:
(B)(4). Initial report: this medically important spontaneous case report from (B)(6) was reported by a physician via a call center and forwarded by our local affiliate (B)(4). This case involves a female pt who is approx (B)(6), who received poly-l-lactic acid therapy (sculptra) on three occasions ((B)(6) 2007, and (B)(6) 2008). Relevant medical history included esthetic surgery on her breast and face. Concomitant medication info was not mentioned. During check-up tests which included a biopsy (nos), viral marks, hepatic enzymes, and pca test, the pt was diagnosed with (B)(6). Due to this event, her fourth session of poly-l-lactic acid application was not performed. Interferon therapy was initiated for one year and ended sometime in (B)(6) 2009. According to the reporter, the pt was "cured." He stated that the adverse event was not related to poly-l-lactic acid therapy.